Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the isi core controller (icc) and performed the failure analysis. The printed circuit assembly (pca) tech replicated the reported problem by installing icc into the system and testing. The icc failed to communicate with the system after three days. The visual inspection shows the board was contaminated.

Event description:
It was reported that prior to start post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) with a recoverable fault 23. The tse suggested for a hard power cycle and reseating the blue fiber cable ends. The system rebooted without any issue. During troubleshooting, the tse found an issue with the vision side cart (vsc) side as vsc was getting auto off and having red triangle symbol on screen. The tse informed that isi field service engineer (fse) will visit for troubleshooting. The procedure was converted to another da vinci system. There was no reported injury. Isi followed up with the tse and obtained the following additional information: the initial reporter informed that the procedure was converted to another da vinci system. The issue occurred again after rebooting. The port placement was in progress when the issue was identified. There was no injury/harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found issue with vision side cart (vsc) side as vsc was getting auto off and having red triangle symbol on screen after 5-10 min of system on. The isi core controller (icc) was replaced, and the issue was resolved. The system tested and verified and ready for use. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.